Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 626683, 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 4 months 25 days after insertion of essure, the patient experienced weight increased ("weight gain") and depression ("depression"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, depression and dysmenorrhoea outcome was unknown. The reporter considered depression, dysmenorrhoea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: new reporter was added, patient demographic details added, lab data added, product lot number added, event was added: dysmenorrhea, depression, weight gain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), anaemia ("anaemia"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 30-year-old female patient who had essure (batch no. 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shortness of breath, weight increase, swelling of legs, ear pain and hearing loss. She denied metal allergy before essure insertion. Concurrent conditions included anxiety, vaginal bleeding, anemia, uterine fibroids and cervicitis (chronic cystic). Concomitant products included anaesthetics (anesthesia). In 2008, the patient experienced eye disorder ("eye problem") and visual impairment ("vision disorder"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 4 months 25 days after insertion of essure, the patient experienced weight increased ("weight gain"). In ap(B)(6) ril 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced vaginal discharge (seriousness criterion medically significant). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced anaemia (seriousness criterion medically significant) and menopause ("menopause"). In (B)(6) 2013, the patient experienced migraine ("migraines headache"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced back pain ("low back pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oopherectomy), surgery (transvaginal hysterectomy), essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, anaemia, menorrhagia, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, weight increased, depression, menopause, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, eye disorder, visual impairment, alopecia, fatigue, weight decreased, back pain and dyspareunia outcome was unknown and the migraine had not resolved. The reporter considered alopecia, anaemia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, hormone level abnormal, menopause, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she reported that surgical documents-post operative diagnosis-right sided tympanic membrane perforation. As per medical record it was reported that all symptoms have improved since the onset. Consumer stated that she went to ER twice and sent for emergency surgery due to dysmenorrhea. She received minivelle for menopause. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion/ coils in tube. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding") and anaemia ("anaemia") in a 30-year-old female patient who had essure (batch no. 626683,626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shortness of breath, weight increase, swelling of legs, ear pain and hearing loss. She denied metal allergy before essure insertion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, vaginal bleeding, anemia, uterine fibroids, cervicitis (chronic cystic), diabetes, obesity, diabetes and anxiety. Concomitant products included anaesthetics (anesthesia) and fluoxetine hydrochloride (prozac). On 1-oct-2008, the patient had essure inserted. On (B)(6) 2009, 4 months 25 days after insertion of essure, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In 2013, the patient experienced depression ("depression"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In 2013, the patient experienced depression ("depression"). On 14-aug-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced anaemia (seriousness criterion medically significant) and menopause ("menopause"). In (B)(6) 2013, the patient experienced migraine ("migraines headache"). In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced back pain ("low back pain"), hormone level abnormal ("hormonal changes") and astigmatism ("vision/eye problems type:stigmatism"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain had resolved, the menorrhagia, dysmenorrhoea, vaginal haemorrhage, anaemia, vaginal discharge, weight increased, depression, menopause, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, alopecia, weight decreased and dyspareunia outcome was unknown, the migraine and astigmatism had not resolved and the fatigue and back pain was resolving. The reporter considered alopecia, anaemia, astigmatism, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menopause, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she reported that surgical documents-post operative diagnosis-right sided tympanic membrane perforation. As per medical record it was reported that all symptoms have improved since the onset. Consumer stated that she went to ER twice and sent for emergency surgery due to dysmenorrhea. She received minivelle for menopause. Current weight 160 lbs approximate weight at the time of essure placement 171 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on 13-mar-2009: total bilateral occlusion/ coils in tube. Concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received. New reporters and reporter information added. Plaintiff demography added. Concomitant conditions, concomitant, historical and treatment drug added. Event vision/eye problems type updated to stigmatism. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anaemia") and vaginal discharge ("vaginal discharge") in a 30-year-old female patient who had essure (batch no. 626683, 626683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shortness of breath, weight increase, swelling of legs, ear pain and hearing loss. She denied metal allergy before essure insertion. Concurrent conditions included anxiety, vaginal bleeding, anemia and uterine fibroids. Concomitant products included anaesthetics (anesthesia). In 2008, the patient experienced eye disorder ("eye problem") and visual impairment ("vision disorder"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 4 months 25 days after insertion of essure, the patient experienced weight increased ("weight gain"). In april 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In 2013, the patient experienced depression ("depression"). In june 2013, the patient experienced vaginal discharge (seriousness criterion medically significant). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). In 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced menopause ("menopause") and anaemia (seriousness criterion medically significant). In september 2013, the patient experienced migraine ("migraines headache"). In october 2013, the patient experienced weight decreased ("weight loss"). In 2014, the patient experienced alopecia ("hair loss"). In december 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced back pain ("low back pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oopherectomy), surgery (transvaginal hysterectomy bilateral oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, weight increased, depression, menopause, female sexual dysfunction, bladder disorder, urinary tract disorder, anaemia, nausea, vaginal discharge, eye disorder, visual impairment, alopecia, fatigue, weight decreased, back pain and dyspareunia outcome was unknown and the migraine had not resolved. The reporter considered alopecia, anaemia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, hormone level abnormal, menopause, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, she reported that surgical documents-post operative diagnosis-right sided tympanic membrane perforation. As per medical record it was reported that all symptoms have improved since the onset. Consumer stated that she went to ER twice and sent for emergency surgery due to dysmenorrhea. She received minivelle for menopause. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion/ coils in tube concerning the injuries reported in this case, the following were described/confirmed in patient¿s medical records: dysmenorrhea and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events added: vaginal bleeding, menorrhagia, menopause, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines /headaches, anemia, nausea, vaginal discharge, vision/eye problems, weight loss, hair loss, fatigue, dyspareunia and low back pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.